Event description:
Patient went to the emergency room with a broken wrist. The patient was then sedated and a cast was put on his arm. The patient reported that the cast was tight; so the doctor cut it to spread and loosen it. When the patient finally came out of the sedation, that's when he realized he had a burning sensation on his arm that was in the area the cast had been cut.